Manufacturer narrative:
The heartstring iii device was returned to the factory for evaluation. It showed no signs of clinical usage. There was evidence of blood on the device. The delivery device was returned inside of the loading device. The tension spring assembly and the anchor tab were inside of the delivery device. The seal was located under the window of the loading device. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring iii seals would not fold properly during step one of the loading process when the buttons were depressed on the loading device. Replacement device were used to complete the procedure. There was no pt contact and the hospital did not report any patient effects. Refer to MFR report # 2242352-2013-00933 for the related report.